Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts were made to clarify details of the second disconnection. Results are pending.

Event description:
On (B)(6) 2012, the pt was treated for abdominal aorta aneurysm using gore excluder aaa endoprosthesis featuring gore c3 delivery sys. The device was implanted 10mm below the lowest left renal to overcome conic proximal neck. Iliac extensions were implanted on both sides over internal iliac artery. Two months after implantation, dislocation between pxc121400 and pxl161207 (unk whether it was lot #10156155 or 10127667) was visible. On (B)(6) 2013, a pxc181200 was implanted between pxc121400 and pxl161207 to treat the type 3 endoleak. The endoleak resolved and the pt tolerated the procedure.